Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the backup system controller's emergency backup battery (ebb) was charging. Once the display screen turned on, the lcd screen was improperly centered and there were lights showing through on the left side of the screen. The backup system controller was removed from circulation and the patient was provided with a new controller.

Manufacturer narrative:
Section a2: patient age corrected manufacturer's investigation conclusion: the reported event of the liquid crystal display (lcd) screen being offset was confirmed during evaluation of the returned heartmate 3 system controller. The returned controller, serial number (B)(6), was connected to a test power module and light was observed to the left of the liquid crystal display (lcd) screen. The controller otherwise passed all functional testing and was able to support a mock circulatory loop for an extended period without issue or atypical alarms. The downloaded log files did not indicate any issues with the returned controller. A manufacturing analysis opened to further investigate this issue and the root cause was found to be misplacement of lcd screen and stretching of the surrounding gasket strips. An awareness training was performed to review the event. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. An are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were no alarms during the event and no patient harm/adverse events as a result of the event.